Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields are being corrected based on the available information at the time of the initial report submission: d8 and g2. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be established as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the switch on his olympus halogen light source was getting jammed in the depressed setting. According to the initial reporter, this event took place during routine maintenance and had no patient involvement. The customer opted to send the device to a 3rd party repair facility.